Manufacturer narrative:
A request for the return on the device has been made.

Event description:
Customer reported an underinfusion on an pca ii pump that occurred during pt infusion. Although attempts were made by baxter to obtain addtional information from the reporting facility, details were not available regarding pt demographics, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter event.